Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the microcatheter and the guide wire. There was no damage noted to the guide wire. Microscopic and visual examination of the microcatheter revealed several kinks located at 124.9, 125, 126.5, 131.8 and 132.3cm from the proximal end. An appropriate sized mandrel was inserted through the catheter shaft and out the distal end with restrictions noted at the kink locations. Dimensional measurements were found to meet specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an embolization procedure, the microcatheter became stuck on the guide wire. Embolization was to be completed in the tortuous uterine artery. The renegade hi flo microcatheter was flushed and the transcend guide wire was inserted into the microcatheter prior to entering the body. At an unspecified time during the procedure, the renegade became stuck and would not advance over the transcend guide wire while inside the patient. The devices were removed together as a unit and were able to be separated. However, the procedure was completed with devices from another renegade hi flo kit. There were no patient complications reported and the patient¿s condition was reported as 'ok'.

Event description:
It was reported that during an embolization procedure, the microcatheter became stuck on the guide wire. Embolization was to be completed in the tortuous uterine artery. The renegade hi flo microcatheter was flushed and the transend guide wire was inserted into the microcatheter prior to entering the body. At an unspecified time during the procedure, the renegade became stuck and would not advance over the transend guide wire while inside the patient. The devices were removed together as a unit and were able to be separated. However, the procedure was completed with devices from another renegade hi flo kit. There were no patient complications reported and the patient's condition was reported as `ok'.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)